Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 127 and 154 mg/dl and 143 and 118 mg/dl fasting. The customer's expected fasting blood glucose test result range is 70 - 99 mg/dl. Customer was not concerned with the results being high. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 112 mg/dl and 330 mg/dl using the meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/21/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: (B)(6).